Event description:
The physician placed the guide-wire and tried to push the neuron over it. The neuron was pushed out several times. The physician then switched to an envoy 5f and treated the pt. It was noted that the neuron did not kink and the product looked fine.

Manufacturer narrative:
Conclusion: the (B)(6) for penumbra reviewed this case and suggested that a possible reason the envoy would track while the neuron would not, could be due to a stenosis in the vessel. The soft tip of the neuron could get caught on the stenosis, while the stiffer envoy would pass over it. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record was completed on part # 1097-03 (lot # l12131). All appropriate inspections were completed per process monitoring requirements for 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specifications. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and deemed acceptable.